Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as no cartridge reload was received for analysis. Although no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was fired on the pulmonary vein at the 1st firing. As the deployed staples were malformed, the bleeding was occurred from the staple line. Through the small incision, that had been created at the beginning of this operation, additional suture was performed to stop the bleeding. There were no adverse consequences to the patient. The device cut the pulmonary vein completely and all staples were deployed. The device could be removed without difficulty. The higher forces were required with firing than expected. The triggers and buttons returned to the home position automatically after use. There were no unexpected noises. Reinforcement materials were not used. The device did not fire across the existing staple line and clip. The amount of the bleeding was unknown. Blood transfusion was not performed. The incision was not expanded.